Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported than altitude alarm occurred while the customer was in an airplane. Pump cartridge was changed and the alarm reoccurred. Customer's blood glucose was 112 mg/dl. Although multiple attempts were made to follow up with the customer to confirm type of back up insulin method customer used, no reply was received.